Manufacturer narrative:
The glidescope bflex 3.8 single-use bronchoscope was not returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Trending analysis for glidescope bflex 3.8 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous situation has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope bflex 3.8 single-use bronchoscope, there was a delay on the video display. No delay during the procedure, use of a backup device, or harm to the patient or user was reported.